Manufacturer narrative:
The device has been received, but investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The two additional ht bmw universal ii guide wire's referenced are filed under separate medwatch report numbers.

Event description:
It was reported the procedure was performed in the right coronary artery. A bmw universal guide wire was inserted and advanced to the target lesion. Dragonfly opstar catheter was then inserted, but resistance was felt. The device was able to cross the lesion and a pullback was performed. When attempting to remove the catheter, the bmw guide wire became stuck in the device. Therefore, both devices had to be removed as one. A dissection was then observed and was suspected to be caused by the guide wire. Therefore, another bmw guide wire was used, and a stent was successfully implanted to treat the dissection. The dragonfly was again reinserted, and resistance was again felt. A pullback was successfully performed, but during removal of the device, the guide wire became stuck in the catheter. Both devices were successfully removed as one. It was noted that both bmw guidewires used during the procedure suffered deformation due to the friction with the opstar catheter used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional analysis was performed on the returned devices. The reported difficulty advancing and removing the catheter was unable to be confirmed due to the device condition; however, damage to the dragonfly catheter which is consistent with the reported event was observed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint handling database for the reported lot was performed and revealed there is no indication of a lot level quality product issue. The investigation determined that the difficulties were likely related to circumstances of the procedure. The torn guide wire exit port noted on the returned dragonfly catheter suggests that the guidewire and catheter were likely spread apart during removal causing the guide wire to tear into the exit port of the dragonfly resulting in difficulty removing and damage to the guide wire tip coils. While the reported withdrawal and advancing issue could not be confirmed, it is likely that either the patient¿s anatomical condition(s) or the guide catheter size affected the delivery and withdrawal; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.